Manufacturer narrative:
D4: the reported lot h24a29123 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and the patient line of the amia cassette. The event was further described as "stuck patient line to pd catheter transfer set". This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
Additional information was added to d1, d3 (device manufacturer name), d4 (catalog #, UDI #), d9, g4 (510 k #), h3, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between female connector and the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. There was no evidence of damage to the female connector (threads) or the patient connector. The reported connection issue was not verified however, a separation issue was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. The lot of the transfer set remains unknown. A batch review was conducted for a suspect lot number h24a29132 and there were no deviations found related to this condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.